Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Patient had PICC line place (B)(6) 2025. Line was ringing occluded with increased pressures showing on primene and lipid pumps. No visible problems with line, insertion site, or position of tip (no change in measurements or pooling of fluids). Trouble shooting steps listed in cvc policy were taken, new tri-fuse was hung, and new pump was tried but line continued to ring with high pressures/occlusion. PICC needed to be removed due to this, and piv started. The following day another PICC was inserted as patient still required.

Event description:
Patient had PICC line place (B)(6) 2025. Line was ringing occluded with increased pressures showing on primene and lipid pumps. No visible problems with line, insertion site, or position of tip (no change in measurements or pooling of fluids). Trouble shooting steps listed in cvc policy were taken, new tri-fuse was hung, and new pump was tried but line continued to ring with high pressures/occlusion. PICC needed to be removed due to this, and piv started. The following day another PICC was inserted as patient still required.

Manufacturer narrative:
Correction: in the initial report, the product code and lot number were listed as 1261.20g and lot #22f006d. These were later corrected to product code 1261.306a and lot #24h012d. Unfortunately, without the faulty sample, an image showing the defect, no investigation of the sample is possible. Therefore, this complaint could not be confirmed, as no root cause analysis could be performed. Additionally, this complaint was initially reported under product code 1261.20g. However, after requesting additional information from the customer and reviewing the lot number, the customer confirmed that the correct product code is 1261.306a. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked as part of in-process quality checks. A two-year review of vygon USA's complaint data, covering the period from march 1, 2023, to march 31, 2025, indicates that this is the first recorded complaint for lot 24h012d and the first complaint for product 1261.306a related to an occlusion issue via pump. Corrective action: as the catheter was not occluded for four days, as stated by the customer, and each catheter undergoes flow and leak testing during production, we do not believe this issue is manufacturing related. However, due to the missing sample, this complaint could not be confirmed, as a root cause analysis could not be conducted. Therefore, no further corrective action could be initiated by quality management. Should a similar issue occur in the future, we kindly request that you provide a representative photo or, preferably, return the faulty sample for evaluation.